Event description:
The doctor indicated that the implant at tooth site 17 was removed due to peri-implantitis that was originally discovered in 2017. In 2017, the patient presented with peri-implantitis and pain, the site was treated and the patient was released. Several weeks late the clinician reported mobility associated with the diagnosis and the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw vent implant (tsvwb10) was received at the bcn site, however the product has not been received by the pbg site. Upon locating the product, the complaint file will be reopened and updated to the correct status of the product. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (61125915). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization certificate (st#1146) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (61125915) for similar events and no other complaint was identified. Based on the investigation, malfunction of the implant could not be verified without evaluation of the product or pictorial evidence. The reported events (infection, bone loss) are non-verifiable as they are medical condition events. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.